Event description:
It was reported the customer experienced high blood glucose levels (300 mg/dl) due to a 0% temp rate she set. Customer is working with her diabetes educator on pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.